Event description:
The facility reported that the device overinfused, found during pt use. The medication involved was morphine and the pt had been moved from the or. The device was programmed in the basal and pca mode with a basal rate of 6mg/hr and a pca dose of 1mg every 10 mins. A review of the history showed that although the pt attempted to receive a dose, he did not receive any. The pt required narcan to combat the effects of the basal rate. The facility believes that the device was programmed incorrectly and that no basal rate should have been programmed.